Event description:
It was reported that urine stopped flowing into the bag from the catheter. A braun twin insertion flushing device was used to flush the tube (the line into the bag). The patient allegedly did not have kidney stones. A prosys urine bag was fitted into the statlock, however the latter wont clip shut properly.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this all silicone catheter product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the all silicone catheter product ifus are found to be adequate based on past reviews.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that urine stopped flowing into the bag from the catheter. A braun twin insertion flushing device was used to flush the tube (the line into the bag). The patient allegedly did not have kidney stones. A prosys urine bag was fitted into the statlock, however the clip would not shut properly.